Event description:
It was reported that the patient was admitted to the hospital due to unrelated reasons. Upon review, it was noted that the pacemaker (pm) exhibited interrogation failure. Troubleshooting steps were performed but were unsuccessful. No further intervention was performed. The patient was in stable condition.